Event description:
It was reported that the tensioner could not tensioned cables. So, the surgeon used a spare product instead of it. The procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.